Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Company representative reported on behalf of healthcare professional unknown side "suspected rupture". Device remains implanted.